Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31270764l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hypotension that required medication. First, it was reported that they could not get any intracardiac electrograms (egms) and there was noise on the carto 3 system and the recording system. The cable was replaced with no resolution. The cable was reseated, as well as the dongle, and the issue persisted. When the catheter was replaced, the issue was resolved. After the noise issue was resolved, the doctor and anesthesia team noticed that there was a drop in blood pressure in the patient. There was no effusion noticed on the patient which was confirmed by an echocardiogram (echo). The patient was given medication to help the blood pressure levels resume to normal and the patient was reported to be in stable condition. The procedure was aborted.